Event description:
Two and 1/2 yrs post-restroation, a surgical intervention was conducted at implant sites 30 and 31. Procedures included irrigation with sodium chloride, placement of tetracycline paste and placement of dfdb and biomend membrane. Pt is same pt as prior MDR reports #m575086 and m575087.